Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen on (B)(6) 2021 and (B)(6) 2021 using cooladvantage+ applicator developed paradoxical adipose hyperplasia (pah) in (B)(6) 2021.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen on (B)(6) 2021 using cooladvantage+ applicator developed paradoxical adipose hyperplasia (pah) on (B)(6) 2021.